Event description:
Contact reported that a monarch rod broke at the bend location 26 months post op. Patient had device related pain and a revision was performed to remove the hardware. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Evaluation found no material defects or other abnormalities. Fracture surface was consistent with a high cycle fatigue failure. No conclusions can be made at this time. Breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.